Event description:
The hub cracked. This was an percutaneous coronary artery (ptca) procedure within the left anterior artery (lad). The product was inspected upon removal from the packaging and the hub appeared round and not cracked prior to use. The balloon catheter hub was attached to a syringe and tested prior to use. Force was applied to the hub of the balloon catheter, while attempting to attach to the stopcock. No other product was attached to the hub of balloon catheter. There was no adverse effect to the patient. The physician commented after the procedure that he may have applied too much pressure as he was tightening balloon hub to stopcock thus causing the cracked hub. There was no report of patient injury or complications.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Please note additional information will be submitted within 30 days upon receipt.